Event description:
Customer states her brother, who is in a group home, fell out of the reliant 450 lift and also reported she believes the nursing home is using the lift improperly. Reportedly the end user fell out of this device and was transported to the hospital where he was evaluated. He was discharged to the group home where he currently resides with no report of injury as a result of this incident.

Manufacturer narrative:
(B)(4) - model reliant 450 serial number/date code unknown is of an unknown age. The owner's manual part number 1078987 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.